Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown biolox hip on an unknown date. It was also reported that the implant causes squeaking sound during movement.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer. Event review: the patient reports a squeaking sound ceramic/ceramic bearing during movement. The patient has the hip implanted on (B)(6) 2010. X-ray review: one x-ray of poor image quality dated (B)(6) 2014 was returned. The patient has a left hip prosthesis. A radiolucent area is present in the area of the greater trochanter. No other conspicuousness. A technical investigation was not possible to be performed, as the devices were not at hand for investigation as the patient is not revised. Root cause analysis possible causes for the reported event according to dfmea: line 19 : noise causes patient dissatisfaction -> due to implant squeaks or clicks - (stripe wear) comparison to investigation results whether it is possible and justification: line 19 : possible -> clicking may result from stripe wear, while high patient activity also contributes to this factor based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It became now aware, that patient was implanted on (B)(6) 2010 with a biolox delta head, (B)(6), 40 x -3.5. Later on, patient experience squeaking sound during movement , a revision surgery was not performed.